Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. There was another inappropriate shock due to a supra-ventricular tachycardia. The clinic has now reprogrammed the device's rate-cutoff for his zones. There were no additional adverse patient effects. The system remains implanted.